Event description:
Additional information was received that the patient did have effective therapy despite having high impedances and not being able to enter MRI mode. Surgical intervention was undertaken on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure

Manufacturer narrative:
E1 correction: the reporter¿s information was updated. H6 correction: the codes were updated to reflect that the patient did have therapy prior to the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. The patient also experienced ineffective stimulation after taking multiple falls. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140139.

Manufacturer narrative:
Correction - d4: product information corrected to reflect right lead information.